Manufacturer narrative:
Updated b5. Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which reported that the minimum diameter of the external iliac artery was 5.2 mm. The right side was used as delivery catheter system (dcs) access. It was reported that the bleeding to the access site occurred at the end of the procedure while removing the non-medtronic proglide closure device. According to the physician, the false insertion maneuver of the closure device, proglide due to tortuous anatomy at the access site caused the injury to the vessel. According to the physician, the dcs did not contribute to the injury.

Manufacturer narrative:
Continuation of d10: product ID: evolutr-26 (serial/lot (B)(6)); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was unable to cross the aortic valve due to calcified and challenging anatomical native valve (bicuspid sievers type 1). Subsequently the valve was not implanted. Peripheral bleeding on the femoral access site was observed and a covered stent was implanted. No additional adverse patient effects were reported.